Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. Use of the csi orbital atherectomy system is contraindicated when the target lesion is within a bypass graft or stent. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report #33 of 48 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).

Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a class a, flow-limiting dissection occurred at the at trifurcation with slow flow into the at artery post atherectomy. Three lesions were treated. The sfa lesion was 60-60% stenotic throughout with an 85% focal region at the mid to distal artery. This was an in-stent restenosis lesion. The lesion morphology was soft plaque extending 160 mm in length. The popliteal (pop) artery lesion was 90% stenotic, moderately calcified, and 10 mm in length. The peroneal lesion was 100% stenotic, moderately calcified, and 60 mm in length. The sfa lesion was treated with a 1.75 mm solid crown oad which was spun at low speed for one run (5 sec) and at medium speed for two runs (9 sec, 55 sec) for a total run time of 60 sec. The residual stenosis was 50%. The pop lesion was treated with the 1.75 mm solid crown oad which was spun at low speed for one run (30 sec). The residual stenosis was 60%. The peroneal lesion was treated with the 1.75 mm solid crown oad which was spun at medium speed for one run (35 sec) and at high speed for two runs (33 sec, 27 sec) for a total run time of 95 sec. The residual stenosis was 90%. The sfa lesion was then treated with a 6.0 x 80 mm balloon and a 6.0 x 40 mm balloon. Four-12atm inflations were performed for a total inflation time of 120 sec. The residual stenosis was 10%. The pop lesion was treated with a 3.0 x 20 mm fox sv balloon inflated once at 8 atms for 60 sec. The residual stenosis was 60%. The at trifurcation dissection was treated with a 3.0 x 40 mm export stent. The expectations for the case were met. Per the physician, "inflow improved with adequate distal perfusion." No additional info is available regarding this event.